Manufacturer narrative:
This complaint was received from a clinical study and was recently identified during a query of the clinical data. The timeliness of this submission is artifact of an old complaint handling process and is now being submitted.

Event description:
It was reported that following an ablation procedure, the patient experienced thrombocytopenia and bleeding at the tumor site. The patient required platelets, an increased length of stay in the intensive care unit (ICU) and multiple computed tomography (CT) scans. It was noted that the drainage catheter was not removed and the hemorrhage was still visible on (B)(6) 2016. Subsequently, the patient died for unrelated reasons.

Manufacturer narrative:
Initial investigation indicated the adverse event was not related to the neuroblate device and was due to the procedure, and declining health. Upon further review, however, the relatedness of the surgical procedure to death could not be ruled out.